Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and the pump was off for approximately a month. After connecting the pump to a power source the pump wake button blinked red however, remained off. There was no impact to the customer's blood glucose level was the pump was not being used on the customer at the time of the event. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.